Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/02/2015 with the following findings: the black box and cgm history shows multiple ¿cs215¿ cgm failure alerts. Test transmitter was paired with the pump correctly. Bg value was set to 120 mg/dl twice within 2 hours. Both bg calibration requests entered successfully. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No ¿cs215¿alert or any eaw occurred, the pump performs within specifications. Investigators were unable to duplicate ¿dex90¿ complaint. The pump failed an rf test. The pump¿s cover was removed, moisture corrosion was found to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.